Event description:
2nd ent pt of the day for tympanoplasty smooth induction with no problems. The crna placed pt on the ventilator and noted the bellow were not functioning as they should. They called for 2 new machine. Surgury proceeded with no other issues. Post. Op. The pt complained of chest pain and crepitus was noted. Bilateral chest tubes were inserted and they were taken to ICU. Pt was discharged home in 2004.